Event description:
It was reported that insulin was squirting out from the insulin pump during the manual prime and it was not possible to exit the prime rewind sequence. The patient's blood glucose was 232 mg/dl. It was advised that the customer revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.